Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current test and self test. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. Charge/battery lasts less than expected confirmed. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had received a low battery alert prior to the replace battery alert. Timing was less than 8 hours from the low battery alert to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.